Event description:
There was no information with the returned device. The pump was being used to deliver hydromorphone, bupivacaine, and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). Analysis of the catheter/sc connector found a tear in the seal near the guide ring. Tear and coring were seen inside the cup of the sc connector. Could not perform pressure test on the sc connector, but pressure test performed on the rest of the catheter body and no leaking was seen. Analysis of the pump found no anomaly.